Event description:
It was reported that the IV pole broke and a piece of it fell and hit the patient above the eye (sharp metal edges), causing a cut that required derma bond to seal wound.

Manufacturer narrative:
The issue was resolved for the customer by discussing proper use with the account and confirming that nothing further was required at this time.

Event description:
It was reported that the IV pole broke and a piece of it fell and hit the patient above the eye (sharp metal edges), causing a cut that required derma bond to seal wound. The issue was resolved for the customer by discussing proper use with the account and confirming that nothing further was required at this time.